Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump. Caller was instructed to report back if the malfunction code appeared again and confirmed their understanding.